Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection amikacin (125 mg, route, frequency, and duration not reported), injection fortum (1 g, route, frequency, and duration not reported), and heparin (1000 unreported units, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was discharged from the hospital two days after admission and was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: at the time of this report, the patient had recovered (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.